Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips produced lo reading - black chemistry observed. Most likely root cause of black chemistry is due to improper storage. Investigation completed 12/03/2015.

Event description:
Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed during call on (B)(6) 2015 produced result of e-5 after blood sample applied to test strip. The product is stored by customer according to specification. Test strip lot manufacturer's expiration date is 11/21/2016 and open vial date is within 120 days. Adverse event not reported.